Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient developed the adverse events in (B)(6) while using the USA baxter products. On an unreported date, the patient had peritonitis manifested by cloudy drain solution with fibrin. On an unreported date, the patient was hospitalized for the event. The patient was in the hospital for about 3 days. On an unreported date, the patient was discharged. The patient was admitted back again for 4-5 days. On an unreported date, the patient was treated with an unspecified antibiotic (doses, frequencies, and lot numbers not reported). At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.